Event description:
A device was used during a laparoscopic rouxeny procedure. After firing the device the surgeon noted that the anastomsis was incompletely stapled and the staples fired were malformed. There was marked bleeding noted and the surgeon hand sutured to complete the case.